Event description:
It was reported that death occurred. The patient presented with st-elevation myocardial infarction. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The lad was wires and an opticross 6 hd imaging catheter advanced for intravascular ultrasound (ivus) examination of the target lesion. The target lesion was stented without incident. The guidewire was then redirected, and the opticross catheter advanced; images were successfully captured. Upon removal of the opticross, the guidewire was found to be kinked within the vessel, making removal over the wire difficult. The physician proceeded to remove both the catheter and wire together. An angiogram at that time revealed a perforation in the left main artery. The patient experienced chest pain related to the perforation. A stent was placed in the left main, and an echocardiogram showed minimal perfusion into the pericardium. The patient was intubated and transferred to the ICU. Subsequently, the patient decompensated and was returned to the catheterization lab. Additional angiographic imaging showed that the perforation in the left main had slowed, and the echocardiogram revealed minimal effusion. The perforation was attributed to kinking of a non-(B)(6) guidewire during removal of the opticross catheter; there was no visible damage to the catheter. The patient died the day after the procedure. The official cause of death was cardiac arrest after extubation. It was about 24 hours from the catheter lab to the patient's cardiac arrest. There was no autopsy but it was stated the patient died presumably of cardiac tamponade. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).